Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system presented to the healthcare facility with a device infection. As a result, the device and leads were extracted. Five days later, the patient was implanted with a (B)(6) cardiac resynchronization therapy pacemaker (crt-p) system, which included a lv lead of another manufacturer. The patient was discharged from the hospital two days after the crt·p system implant. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).